Manufacturer narrative:
This report filed february 2016. Device remains implanted.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently hospitalised on (B)(6) 2016. The patient was treated with IV antibiotics (duration not reported) and under went a procedure on (B)(6) 2016, to aspirate and clean the wound. The implanted device remains.